Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is failing leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported the helium leak test was failing the manufacturer's requirements. He found the high-pressure regulator had a gauge in on where the tank seats. Replaced high pressure reservoir and the replaced high-pressure transducer. Re-calibrated the transducer and functional tested without any further failures. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing dept. Received and reported unit failure of a leak test. The fat performed a visual inspection and found damage on the helium tank nozzle. This would cause a helium leak. Probable root cause is a user error. Retaining the part in the failure analysis and testing department per procedure.